Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. Oozing was noted around the insertion site, requiring two dressing changes. The patient was continued on broad-spectrum antibiotics, and shock laboratory parameters were trended to guide further management and assess the need for additional escalation of support. Due to ongoing hemodynamic requirements, the patient was subsequently escalated from the impella cp to an impella 5.5 device.

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Fever: the cause of the clinical symptom was not determined due to insufficient clinical details. Major bleed: oozing around the peel away sheath at the insertion site. Full set of labs being sent. Echo to bedside showing impella positioning itself unstable, moving with every contraction. The cause of the bleeding is determined to be use issue because of untastable and improper positioning of impella as per clinical details. Device history lot: device lot: 1874053. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.